Event description:
A healthcare professional reported that during a vitrectomy procedure the surgeon switched from fluid to air infusion, but there was no air coming from the tube and the machine did not show any error. The tube was switched and the procedure was completed. It is unk if there were any consequences or impact to the pt at this time. Additional info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).